Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was shocked by the remote monitor during the interrogation phase of a remote transmission. The patient was assured that the monitor does not perform therapy to implanted device but collects and sends transmissions. The patient was referred to the clinic to have implanted device and monitor checked. A follow up call was made to the clinic. The nurse stated that the patient had been seen in clinic twice since the call for a device check and follow up and everything was within normal limits. Both the monitor and the implanted device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.